Event description:
Information was received indicating that the display to a smiths medical level 1 hotline blood and fluid warmer was reported to not be functioning. No product was returned for evaluation and there were no reported adverse effects.